Event description:
The left back cane bent. The reporter of the event was called for additional information. It was learned that he heard second hand that the end user was in the chair when it rolled backwards off of a ramp. The end user had to go to the hospital and received stitches. (B)(6) believes this was caused by user error. No further detail has been received. The device will be repaired.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1143151, rev.I(may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter however no information was reported regarding the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: in speaking with the reporter of this incident, it was reported he believes the cause of the incident was related to user error and not an issue with the device. The reporter also stated this information was obtained second hand and to date, has not been verified. Event being filed as a serious injury since there is evidence the end user received medical intervention, however further detail as to what happened is unknown. If any further information regarding incident or sample analysis becomes available a follow up report will be filed.